Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 141 hours of extended bench testing. The device passed all testing and met all vyaire manufacturer specifications. Review of the event trace date revealed one "flush ER" condition. Event trace cannot determine the root cause of the "flush ER".

Event description:
It was reported to vyaire that the lap top ventilator 1000 experienced issues while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.